Event description:
Infection resulting in unilateral explant. They attempted to treat with abx before explant. It is believed thst the infection was due to the patients work in wound care. The patient does intend to be reimplanted. He was completely continent.